Event description:
The surgeon attempted to implant a aa4203tl lens inside the pt's eye. The lens was implanted, but had to be removed because the surgeon noticed that the lens tore while inserting into the eye.